Manufacturer narrative:
Analysis was unable to confirm the customer comments that the programmer would not power on and that at times the screen would freeze and go blank and that it was unable to be rebooted without removing the battery and depleting the battery, the programmer powered on and interrogated with the provided radiofrequency head as required. The programmer was powered on for 24 hours and no abnormalities were observed while interrogating several different devices. The battery and power supply were replaced as preventive measures. The hard drive was reconfigured and the software reloaded and updated, also as preventive measures. The programmer passed its functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at times the programmer would not power on and that sometimes the screen freezes and goes blank and won't reboot without removing the battery and depleting the battery. The programmer was returned for service. No patient complications have been reported as a result of this event.